Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, 1012 ventricular sensing integrity counts (sic); non-sustained ventricular tachycardia and high rate- non-sustained detected episodes with lead noise oversensing. The analysis of the device memory also indicated the right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for 2 or more high rate- non-sustained episodes and sensing integrity counter (sic) >= 30 in 3 days. The device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, rv pacing impedance spiked to 1539 ohms up from a trend in the 600-700 ohm range. (B)(4).

Event description:
It was reported that the patient had lead integrity alert (lia) for abnormal impedance. The lead was reprogrammed and later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.